Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was unknown mg/dl. The customer was advised to disconnect at quick release, remove battery, let notification light blink until it stop and then replaced with brand new battery and reset time/date, rewind pump and put in reservoir. The customer was to monitor and if error alarm re-occurs to call back.